Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had a problem with placing a tibial insert into a tibial tray during total knee replacement surgery.

Manufacturer narrative:
Conclusion and justification status: the complaint states surgeon had a problem with placing a tibial insert into a tibial tray during total knee replacement surgery a complaint database search and review of manufacturing records did not identify any anomalies. No products were returned hence the complaint cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.